Manufacturer narrative:
It was reported to an arjo service consultant by a customer representative that a patient almost fell from the bed frame when a side rail panel was detached from a side rail mechanism. No injury occurred, no medical intervention was needed. All citadel plus bed frames are equipped with 8 adjustable bed width adjustments which allow extending the width of the frame. During the bed evaluation conducted at time of pick-up the claimed bed, it was observed that side rail might detach as a result of collision between side rail and one of the width adjustment. According to warning included in the instruction for use (831.374) the user ¿make sure all eight width extension sections are extended. Using the bed without all extension in the same position may cause damage to the bed as well as create an unsafe condition.¿ to conclude, the side rail panel was detached from the bed and from that perspective, the citadel plus bed did not meet the specification. The bed was in use by a patient when the reported issue occurred. Although there was no serious injury reported, the complaint was decided to be reportable due to the allegation of side rail panel detachment.

Event description:
It was reported to an arjo service consultant by a customer representative that a patient almost fell from the bed frame when a side rail panel was detached from a side rail mechanism. No injury occurred, no medical intervention was needed.